Manufacturer narrative:
Abaxis was contacted by a customer (clinic) that customer observed low potassium (k+) result compared to result from outside lab (labcorp). Result from the clinic on whole blood patient sample using the abaxis renal function panel lot # 9172ac5 was 3.0 mmol/l (reference range: 3.6 - 5.1 mmol/l) and result from outside lab on serum sample from the same draw was 3.7 mmol/l (reference range: 3.5 - 5.2 mmol/l). Patient was treated based on the the piccolo result alone but treatment was stopped when the labcorp result was reported. The clinic's practice is to treat patients based on the piccolo results and adjust treatment later as needed. Abaxis recommends analysis by another method for results obtained outside the piccolo reference range. The clinic also ran controls using the renal panel lot 9172ac5 and controls were within range indicating the piccolo system was operating as expected. The complainant reported no patient impact from the temporary treatment.

Event description:
Low potassium (k+) patient result.